Manufacturer narrative:
Date sent to the FDA: 09/07/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/29/2021. Additional information: a2, b7 date sent to the FDA: 08/29/2021. Corrected information: d6a. Corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted upon visualizing the mesh, it was noted that the omentum was adhered to the anterior abdominal wall at the site of the hernia repair. The mesh was found to be inverted and pushed through the hernia defect. The mesh evaginated through the hernia defect which created a shuttle cox conformity of the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.